Event description:
Surgeon not able to place the insertion driver over the device. Upon further inspection, he determined the collar was not advanced far enough over the screw to allow the driver to mate with the hex. Surgeon advanced the collar himself and successfully complete the case.

Manufacturer narrative:
Root cause: collar was not assembled correctly. Initially, it was determined the event was not reportable. On a subsequent re-review, it was determined this event should have been reported.